Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was replaced with a new lead for an unreported reason. No further information was available.

Event description:
New information received notes that the lead had no capture. An x-ray was done and confirmed that the lead had been dislodged. The lead was explanted and a new lead was added. The patient was stable before, during, and after the procedure.